Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The customer had only treated with the insulin pump. The blood glucose reading was 400 mg/dl. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no air bubbles or leaks were observed. The last cannula that had been removed appeared to be bent but the customer was unable to remove the current infusion set. The customer had inserted manually. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.